Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trace baseline pericardial effusion prior to the procedure. A watchman trusteer access system (was) and a 40mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The devices were prepped and the closure device was successfully implanted after one recapture to treat the laa. No complications noted during the procedure. An effusion sweep was completed after procedure with no changes. The patient was stable post implant and sent to recovery. Approximately three (3) hours post procedure, the effusion was found to have increased in size. Pericardiocentesis was performed to treat the effusion. There were no further patient complications, and the patient is expected to fully recover.